Manufacturer narrative:
(B)(4) a supplemental MDR will be submitted when plant investigation is complete. Medical records have been requested.

Event description:
A dialysis patient reported they developed peritonitis on (B)(6) 2016. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) confirmed the report of peritonitis. The patient was not hospitalized. The patient was treated with vancomycin (dosage unknown) and later transitioned to gentamycin (dosage unknown.) The pdrn reported the patient was asymptomatic and has remained on ccpd (continuous cycler assisted peritoneal dialysis) therapy throughout the episode and afterward.

Manufacturer narrative:
The liberty cycler was not repaired or replaced in association with this event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.